Event description:
During the sij fusion procedure, the second decorticator tip bent. Upon retraction the tip of the cutting element broke while in the patient's joint. The surgeon made several attempts to remove the broken piece, but was unsuccessful. The procedure continued as planned.